Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. Upon interrogation, the implantable cardiac defibrillator exhibited several episodes of non-sustained ventricular tachycardia. Review of the electrograms revealed that the device was under-sensing which lead to unwanted ventricular pacing. The pacing delayed tachy detection. The patient had no reported symptoms from the event and was in stable condition. Programming changes were discussed, no intervention was performed.